Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation in progress. No conclusion can be drawn as of the date of this report.

Event description:
A medtronic ent representative reported a computer freeze on the site's fusion navigation system. The medtronic representative loaded the supplemental instrument, set about three weeks previous to the issue. Troubleshooting was not effective. There was no patient present.